Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. Additional information received which indicated that this lead exhibited high pacing threshold measurements as output was not able to provide consistent capture. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.